Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Event description:
It was reported that that during an unspecified surgical procedure, it was observed that the motor device had a hole in the hose. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed a hole in the cord and a pin pushed back in the connector causing low rpm. Therefore, the reported condition was confirmed. It was determined that the hole in the cord was due to user error by allowing the cord to come contact with sharp object. It was determined that the pin pushed back in the connector was due to user error by not aligning the connector properly when plugging it in. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.